Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an adverse event occurred. Product receiver sn (B)(6) was returned for evaluation. An external visual inspection was performed and passed. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. A review of the share logs was performed and reported allegations were not found. The allegation was undetermined. The customer¿s complaint was undetermined due to no data being provided within the investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported the cgm had no readings for over 2 hours. The patient stated that the cgm failed to alarm. The screen was blank and there were no readings. The patient lost consciousness, and his spouse called emergency medical services. Ems arrived and performed a bg which was 39 mg/dl. His cgm still displayed a blank screen. The patient was treated with IV dextrose, regained consciousness and declined transportation to the hospital. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.